Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a non-sustained ventricular tachycardia episode. Upon review of the episode, the implantable cardioverter defibrillator exhibited undersensing of the episode due to blanking caused by atrial pacing. High voltage therapy was delayed as a result. Programming changes were suggested. No intervention was performed. The patient was asymptomatic throughout.

Event description:
New information received on (B)(6) 2018 indicating that programming changes were made.